Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6), 2014. During the procedure, the screw dropped out of the tibial sled and into the patient. The screw was retrieved from the patient and the procedure was completed.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of device found evidence that failure mode was due to improper torque.